Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device at jolt was likely due to device's automated threshold testing system. The automated threshold testing system was programmed off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were feeling "jolts" from their device. It was further reported that adjustments were made and the patient is still feeling "a lot of shocks." The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.